Event description:
It was reported that the right ventricular (rv) lead had high threshold, high impedance, possible fracture, and oversensing. There was no connection failure with the device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2014 for short interval counts (sic) greater than thirty in three days and rv lead impedance variation in the last sixty days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv pacing impedance measured 4047 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2014, ventricular sic up to 1021 and there were vt-ns episodes with evidence of lead noise oversensing. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.